Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips were requested for return. It was noted that there were no more testing strips available and the vial had been discarded. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 8:42 a.m. The meter result was 3.3 inr and around 9:00 a.m. The laboratory result was 2.3 inr. The patient's therapeutic range is 2.0 - 3.0 inr and tests once a week. The patient is currently feeling good.